Event description:
The pt received two scs leads from the same lot number. It was reported the pt has experienced fluctuation in her scs system's stimulation intensity. The pt stated the stimulation intensity fluctuates with tilting of her head backwards and when lying down. A sjm rep met with the pt and reprogrammed the pt's scs system with more coverage on the right side than the left side. The pt will f/u with her physician and determine if she would like to have her scs system revised.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.